Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer reported while servicing the device the power management board smoked damaging the board. There was no patient involvement.